Event description:
It was reported that during aco and meniscus repair surgery the novostitch was not working, the preloaded needle in the gun malfunctioned in the patient's joint, the device was safely removed from the patient' body. No other complications or delay were reported. Fast fix was used to complete the surgery.

Manufacturer narrative:
H10. H3, h6: visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during aco and meniscus repair surgery the novostitch was not working, the preloaded needle in the gun malfunctioned in the patient's joint the device was safely removed from the patient' body. No patient injuries or delay were reported. Fast fix was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.